Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 156mg/dl at the time of the incident. The customer reported that she will change out the set and the set will work for 24 hours and when bolusing she will get a no delivery on her pump. Customer stated this is the 3rd day in a row that it has started. When trying to fill tubing customer got a no delivery. The customer reported that changing the reservoir resolved the issue. The reservoir will be returned for analysis.